Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: the software investigation found that a root cause could not be determined based on the information provided. The system logs do indicate failures in initial attempts to perform a rad gain calibration; however, in each case the rad gain calibration did succeed in a subsequent attempt. No work orders have been carried out as the issue could no longer be replicated. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not pass rad gain calibrations. There was no patient present when this issue was identified.